Event description:
It was reported that a patient underwent a cervical fusion procedure using rhbmp-2/acs. Reportedly, the patient was advised by an unknown party to do "stretching excercises." Several weeks post-operatively, the patient was experiencing pain and returned to the doctor's office. No additional complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.